Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The following physician reported that they had not seen the patient since nine months prior to the patient's death at which time their system was functioning normally.

Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1 crt-d, implanted: (B)(6)2016. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's family member reported that the patient had expired. They reported overhearing hospital staff say that the patient's wire was "going wrong" and was "running hot". The family member was concerned that the left ventricular (lv) lead issue could have contributed to the patient's death and alleged that the cardiac resynchronization therapy defibrillator (crt-d) contributed to the death. No further information was reported.